Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that this pt presented to the clinic after feeling the pt notifier. Interrogation showed the hvli had an unacceptably low value for the rv to can and svc can. Pt reported no other symptoms, no noise events were recorded and all other values were stable. Device remained implanted.